Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v430989, implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: v430989, (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a revision. The patient stated he needed to have both ins and lead replaced. The lead wire shifted out of place. Since the revision surgery yesterday, the patient was needing to speak to a manufacturer representative (rep). The patient stated they were having problems getting it programmed right yesterday and now he feels the programs are not where they should be. They thought he needed to just give it time to let the anaesthesia wear off but it almost seems like it's gotten worse. On all 4 programs he feels the stimulation in the lower back not the saddle area. He was concerned the lead was not placed deep enough. The patient has already contacted his healthcare professional (hcp) but stated they are not quick to respond. The patient was requesting the rep to be contacted. There was a return of bladder symptoms. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
Other applicable components are: product ID: 3093-28, lot# (B)(4), implanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a revision. The patient had a return of bladder symptoms. The patient stated he needed to have both ins and lead replaced. The lead wire shifted out of place. There were no further complications or anticipations reported with this event.